Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken, and "does not work like it did". The patient stated a manufacturer's representative (rep) came to check her device and ensure she was getting good therapy because she had not had the device on as the connector pin had broken. The patient believed a replacement desktop charger was going to be sent two months prior, but had never been received, the patient believed the rep had ordered this replacement. The patient reported severe cramps in both legs because the ins has been off, patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.